Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01902. The patient received her scs system, including two percutaneous leads (from the same lot) and two anchors (from the same lot), on (B)(6) 2010 for bilateral leg pain. The physician took the patient to surgery to implant two cervical leads for new pain in the patient's neck and shoulders. It was reported that the patient wasn't getting effective stimulation coverage in one of her legs. The patient stated that she had experienced a fall recently. Prior to surgery, diagnostic tests were performed that revealed invalid impedances on all lead contacts for one lead. During the procedure for the new leads, the physician explanted and replaced the affected thoracic lead and anchor. No further patient complications were reported.

Manufacturer narrative:
Evaluation: results: the anchor's peek material has instrument marks. The anchor was returned damaged and no torque force between the lock and unlocked position was observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.